Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated. When placing the 3.00x16 mm taxus liberte drug eluting stent, the physician felt resistance. As a result he withdrew the stent. Upon removal, the stent struts, on the proximal portion, were found out of the place. No patient complications were reported. Patient status reported as "good". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.